Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer discovered the "connection cable" of the permanent cautery spatula instrument was broken. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. There were no missing pieces from the instrument. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure and related to device design. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a frayed pitch cable at the distal clevis hub. The root cause of the ¿frayed-distal instrument pitch cables¿ is attributed to a component failure. A review of the logs showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10200803-0032) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The permanent cautery spatula instrument has 10 allotted uses and had 6 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the permanent cautery spatula instrument. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.